Event description:
Medtronic received information that at an unspecified time during use of this fusion cardiotomy venous reservoir, it was reported that when the customer was weaning from the extracorporeal pump, they had to be very careful not to run out of volume as it went down too quickly. The customer stated that when there was approximately 250ml left to leave the pump, the blood began to make an exaggerated turbulence. In addition, the customer stated that they observed a fibrin film very often on the wall of the device. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Note on b3: it was reported that this incident occurred multiple times, however the event date, the number of occurrences and specific details were requested from the customer but not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.